Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sanode was received with the wire ends having been burned, and there was burn damage (black residue) on the right pivot assembly and damaged insulation on the right motor cable. The joystick cable had been improperly routed to the rear of the seat. The complaint of the sanode catching fire could neither be confirmed nor refuted, as the damaged state of the sanode prevented reproduction of the issue. However, the complaint of the sanode shorting was confirmed. Damage to the wires in the sanode cable was consistent with heat damage caused by electrical shorting, which likely resulted from the cable being pulled apart. During functional testing of the joystick and controller, the controller was verified to be in good working condition; however, the joystick did not power on. The display remained blank, and the inductive did not respond to actuation. Further inspection found no obvious damage; however, the display circuit board became hot to the touch (30 degrees above ambient temperature) after about 30 seconds, indicating that the display circuit board was energizing but a short circuit was likely preventing proper function. As to whether the joystick short occurred as a result of the sanode short or occurred independently could not be determined.

Event description:
Provider alleges the sanode ripped off and the chair began shorting out, and the wiring caught fire. Consumer advised her father disconnected the batteries and that put out the fire.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the sanode ripped off and the chair began shorting out, and the wiring caught fire. Consumer advised her father disconnected the batteries and that put out the fire.